Event description:
It was reported that this patient expired one day post-implant during a procedure in the cath lab. Following implant, the md had planned to move the system to patient's left side and add a left ventricular lead. During this procedure, which took place the day after implant, the right ventricular lead was repositioned in the right ventricular (rv) apex but had no capture and poor sensing. The lead was repositioned with good numbers, but the patient decompensated; they became asystolic, their blood pressure dropped, and they coded. The physician stated that he believed a perforation occurred during the initial distal apical placement of the lead. Pericardiocentesis was performed, followed by an emergency sternotomy. No visible perforation was found but a tear in the superior vena cava was confirmed. The patient passed away while still on the cath lab table.